Event description:
During a routine follow-up it was reported that the device could not be interrogated. It was reported that a communication error message was displayed followed by a message stating that the programmer tried to load a patch but failed. The device remains implanted. The files from the programmer that was used were sent to the manufacturer for review. The manufacturer recommends putting the device into standby mode using engineering software followed by a re-initialization.

Manufacturer narrative:
October 31, 2007. The final response from the manufacturer is pending.